Manufacturer narrative:
Facility name continued - laboratories. Phone number extension - (B)(6) also provided. This event occurred in (B)(6).

Event description:
The customer complained about results that did not fit the clinical picture for 1 patient who had been admitted to the hospital on (B)(6) 2016. The patient was tested for online tdm vancomycin (vancomycin) on (B)(6) 2016 after her admission on (B)(6) 2016. The elevated results were reported outside of the laboratory where they were questioned since the patient had not been administered any vancomycin since she had been in the hospital. The initial vancomycin result was 36.1 (unit of measure was requested but not provided). The sample was repeated twice with results of 36.4 and 33.6. A second sample was obtained and the vancomycin result was 34.5. The sample was repeated and the result was 34.6. A third sample was obtained on (B)(6) 2016 and the vancomycin result was 33.1. The sample was repeated and the result was 33.2. An additional result from a fourth sample was provided of 35.3. It was noted that the patient's samples were run on the abbott platform and the result was 4 ug/ml and the result from the siemens platform was 13 ug/ml. It is not clear what samples were run or on what date they were run. This information was requested but was not provided. The toxicology department tested a sample for vancomycin using mass spectrometry and no vancomycin was detected. No adverse event occurred. The patient is in stable condition. The modular analytics p module serial number was (B)(4). The patient was administered one dose of fosfomycin medication as an outpatient on (B)(6) 2016. The customer wonders if there is some cross-reactivity between fosfomycin medication and the vancomycin assay.

Manufacturer narrative:
.

Manufacturer narrative:
Three samples from the patient were submitted for investigation. The customer's results were reproduced when using the vanc2 emit assay on both a c501 analyzer (lot 61651201 with expiration date of 05/2016) and a modular p analyzer (lot 61956701 with an expiration date of 07/2016). When using the vancomycin assay (lot 13812401 with expiration date of 05/2017) and a particle enhanced non-commercialized vanc3 kims assay (lot 60806201 with an expiration date of 06/2016) on the c501 analyzer, the results were negative. The patient sample is incorrectly positive when using the vanc2 emit assay. The kinetics of the vanc2 emit assay does not show any very unusual or strange reaction; the falsely positive samples behave like normal vancomycin positive samples. The samples were also spiked with fosfomycin to check for interference. No interferences were identified in the spiked samples. The list of medications taken by the patient were reviewed. None of the drugs are structurally related to vancomycin explaining a cross-reactivity with the vanc2 assay. The complaint is confirmed for false high vancomycin values for this patient receiving fosfomycin but not vancomycin. The patient samples showed a very unusual interference using the vanc2 emit assay. A specific root cause could not be identified by the experiments performed.

Manufacturer narrative:
The result from the fourth sample of 35.3 was obtained on 04/26/2016.